Event description:
It was reported that an explant of a device system was planned for (B)(6) 2013. The reporter stated that there was a loss of stimulation/therapeutic effect. Patient symptoms included pain and less than 50 percent therapy relief. It was noted that the patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) and the leads were explanted due to ineffective pain relief. It was stated that there was no patient injury and the patient recovered without sequela. It was also noted that it was not normal battery depletion. No further information was received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory. Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The battery had a reduced capacity due to overdischarge. Final device analysis of the lead (lot# v158546014) revealed the following: no significant anomaly found. The #0 and 1 electrodes were not returned and the outer insulation was broken or torn along with the conductors 4.6 cm from the distal end of the #7 electrode (the lead was cut at the proximal end so electrode #7 was used as a reference). The conductors on the lead were broken due to overstress or damage. Final device analysis of the lead (lot# v184702014) revealed the following: no significant anomaly found. The body of the lead was cut through or segmented. Final device analysis of the anchors revealed the following: no significant anomalies found. The titan anchors were separated.

Event description:
Additional information received reported that the system was explanted. It was noted that the patient had another procedure for another therapy the day of the explant. The reporter stated that the day after explant the patient complained of itching "all over." It was unclear if this was related to the device explant or another therapy. It was reported that the patient was discharged from the hospital three days after explant, the morning of the report. Five days later, it was reported that the patient complained of a headache that worsened when she was upright and improved when she lay down. It was unclear if this was related to the device explanted or another therapy. The patient was scheduled to see a doctor the day of the report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.